Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8100 lvp was affected by keypad recall, unit had a filed led display issue, replaced dim u4 on display board and verified u4 solder on display board. There was no reported patient involvement.